Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the when the customer attempted to adjust the ventilator settings, the values began to move by themselves. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: 02oct18. PMA/510k: 22aug18. The following information was inadvertently omitted from the initial report sent on 24aug18: philip's field service engineer (fse) performed remote troubleshooting then went onsite and confirmed the reported issue. The fse replaced the front bezel to address the finding. The device passed performance verification testing and was ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.